Event description:
It was reported that on september 12th 2023, the c-arm would continue to move past 45 degrees and until 90 degrees. A field engineer examined the equipment and determined that the switch banks needed replacement. The switches were replaced and the system met the manufacturer´s specifications. No patient injury or staff reported.